Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off and has a molding defect. This occurred 3 times. The following information was provided by the initial reporter: customer concern: we have had problems with the safety device on ref: (B)(4), lot#: 2108173, exp 2025-04-30. We have also had the safety device break off at least 3 times on the same lot. The safety device comes right off the hinge when you try to close the needle after a blood draw. Nobody has gotten stuck by these events. These events happened friday on (B)(6) 2022.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder the safety shield breaks off and has a molding defect. This occurred 3 times. The following information was provided by the initial reporter: customer concern: we have had problems with the safety device on ref (B)(4) , lot# 2108173, exp 2025-04-30. We have also had the safety device break off at least 3 times on the same lot. The safety device comes right off the hinge when you try to close the needle after a blood draw. Nobody has gotten stuck by these events. These events happened friday(B)(6) 2022.

Manufacturer narrative:
H.6. Investigation summary: bd received 10 samples (one used and nine unused) and 1 photo for investigation. The photo was reviewed, the used customer sample was evaluated by visual examination, and the customer¿s indicated failure mode for damaged eclipse shield with the incident lot was observed, however the failure mode of defective locking mechanism was not observed. Additionally, the nine unused customer sample were evaluated by visual examination and functional testing, each having their eclipse shields activated, and the indicated failure modes for damaged eclipse shield and defective locking mechanism with the incident lot were not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode damaged eclipse shield. Bd was not able to identify a root cause for the indicated failure mode. This complaint is unconfirmed for the indicated failure mode defective locking mechanism. H3 other text : see h.10.